Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer gave permission to the ccc to remotely access the system. The ccc reviewed instrument data. The customer stated they performed the agap calculation manually to verify correct results were reported. Siemens is investigating this issue.

Event description:
An incorrect anion gap (agap) result was calculated for a patient by the customer's syngo lab data manger. Samples from the patient were tested for sodium, chloride, and carbon dioxide on two dimension vista instruments. The results were sent to the syngo lab data manager for agap results to be calculated. The correct agap was calculated for the results obtained on each dimension vista system. The customer retransmitted results from one of the dimension vista instruments and an incorrect agap was calculated and sent to the lis. Four seconds later, the correct agap calculation was sent to the lis. The incorrect agap result was not reported out. There are no known reports of patient intervention or adverse health consequences due to the incorrect agap calculation result.